Manufacturer narrative:
Exemption number e2017017. (B)(4). The system was checked by siemens local service and the issue was confirmed. A replacement for control console was ordered to resolve this matter. This report was submitted september 11, 2017.

Event description:
An unintended movement of an x-ray stand was reported on the axiom luminos drf. The stand moved without any commands from the operator. The speed of the column movement was reported to be slow. The system booted up without any errors, however, the unintended stand movement returned. The reported event occurred in (B)(6).